Event description:
The customer reported that the 9900 system failed to boot up. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The lemo receptacle was replaced. The system was tested and is operating as intended.